Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen needle 32x4 asia xtw cannula length was insufficient and there were reports of leakage. This occurred on 2 occasions. The following information was provided by the initial reporter: customer informed me that she had gone to get 5mm needles from pharmacy however they were only able to supply 4mm. Customer had previously used 8mm needles however on seeing information in the 'circle' magazine about benefits of short needles she went to pharmacy. Upon injecting lunchtime dose on 28th september, customer stated that she had liquid run down from her injection site. She changed the needle and attempted to inject her dose a second time however the same thing happened, customer was not willing to try a third time. Customer then phoned bd and was referred through to me via customer service. On speaking with her, customer appears to be following all correct steps for injection technique and she informed me she had been injecting since 2001. With regards to the way she holds her pen on injection, I suggested a tweak i.e. Moving from using the index finger to inject to holding pen in palm and using her thumb to inject. Customer also said she would try and get a box of 5mm from a different pharmacy to try them. I informed customer I would call her this am to follow up on outcome from next couple of injections using slightly different technique and 5mm needles to determine if any further issues. On speaking with customer this morning, she had been able to get a box of 5mm needles before last night's injection. Whilst she didn't adjust her technique (she found the change to holding in her palm and using her thumb too difficult with her arthritis) she found she had no issues with the 5mm needles. She then informed me that she had used half a box of the 4mm and not had a problem up until the two needles yesterday. Unfortunately the two needles have already been disposed of however she has the remainder of the box available for collection and investigation.